Manufacturer narrative:
(B)(4). No samples were returned for evaluation. A batch review was not possible in this instance, as the lot number was not provided; therefore, the reported issue could not be confirmed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to have white particulate floating in the bag. The white particulate was discovered prior to patient use. No patient involvement or adverse events occurred. No additional information is available.